Event description:
A us distributor contacted zoll to report that a patient developed back pain from the lifevest equipment. There was no alleged device malfunction contributing to the pain. The patient¿s health nurse recommended using heat, ice and doing stretches. Follow up indicated that the back pain improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.